Event description:
The epinephrine did not dispense [device failure]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of adverse events device failure and no adverse event in a patient (age, gender, and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On (B)(6)2026, amneal pharmaceuticals received information from patient via an email concerning above-mentioned events experienced by the patient while on amneal's epinephrine autoinjector. The patient was being treated with epinephrine autoinjector (strength, dose, frequency, route and therapy dates were not reported) for an unknown indication. Concurrent condition, co-suspect medication, concomitant medications, medical history, history of procedures and surgeries, historical drug and recreational drug use were not reported. Laboratory tests were not reported. It was reported, the patient recently needed for the epinephrine injector and the epinephrine auto-injector failed. They dispensed a second autoinjector in desperation, later it was discovered that the epinephrine did not dispense. Last action taken with epinephrine autoinjector in relation to device failure and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events device failure and no adverse event were unknown. The reporter did not provide the causality of events device failure and no adverse event with epinephrine autoinjector. This case was considered serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.